Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: ryugen n c 3.0x10, guide wire: runthrough. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified mid right coronary artery. A 3.0 x 48mm xience xpedition stent was deployed successfully at 10 atmospheres. Post-dilatation was performed with a 3.0 x 10mm non-compliant balloon at 18 atmospheres. After post-dilatation, an edge dissection was noted at the proximal end. A 3.0 x 28mm xience xpedition stent was used to successfully cover the dissection up to the ostium. There was no adverse patient sequela reported. No additional information was provided.